Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found something sticky on the battery contacts. As a result the device was calibrated and the battery contacts were cleaned. (B)(4).

Event description:
It was reported that the external pulse generator (epg) could not start up. The epg was returned to the manufacturer for servicing. There was no patient involvement.